Event description:
It was reported that the patient's ipg was unable to communicate with its external devices following a unrelated procedure. The patient did set their ipg to surgery mode. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026.